Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported over the past 2 months, they have been acquiring more and more failed cable parts - either through outright cable failures as presented on the zoll unit itself, to inconsistent readings to no readings what-so-ever. No patient impact or consequences were reported.